Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. Further review revealed the lead had dislodged. This rv lead was explanted and replaced to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.